Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the external pulse generator (epg) was connected to the patient after a heart/lung machine was disconnected. The unit was turned on, and the pacing led flickered, but there was no capture. The physician did not confirm pacing spikes on the electrocardiogram. It was noted that the physician thought this may have been caused by the high threshold of the myocardium. No patient complications have been reported as a result of this event.